Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, diagnostic procedure was performed by the customer and the procedure was completed as planned by using the system. A philips remote service engineer (rse) received that the system had poor image quality. No further information regarding the issue has been provided. No service has been performed by philips since the system didn¿t meet full specification for the performed service. To date, there have been no further reports of this issue. The codes were updated based on investigation outcome. Evaluation method code was correctly updated.

Event description:
It was reported to philips that the system's image quality was poor, preventing use. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.